Manufacturer narrative:
(B)(4). Stents: 2.5 x 28 mini vision, 3.0 x 28 vision, 3.0 x 18 vision. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported thrombosis is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The 2.5 x 28 mini vision, 3.0 x 28 vision, and 3.0 x 18 vision referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat three lesions in the left anterior descending (lad) artery. The 2.5 x 28 mm mini vision stent was implanted in the distal lad. The 2.5 x 18 mm mini vision stent was implanted in the mid lad. The 3.0 x 28 mm and 3.0 x 18 mm vision stents were implanted in the proximal lad. The procedure was completed successfully; however, 45 minutes post-procedure, the patient experienced chest pain. Thrombosis was confirmed, and the clot was removed with aspiration. Additional balloon dilatations were performed, and the patient had a good outcome. It was noted that the patient was on angiomax during the procedure. No additional information was provided.